Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: on august 19th, 2025, during the investigation of complaint (B)(4) related to occlusion, reference samples from lot 6010640 of product inset ii, part number 86-046-52b6, were subjected to visual inspection and flow testing and additional leak testing. Leakage was observed in samples 1, to 6 at the cannula component, specifically at the upper membrane area. This issue was identified during a leak test conducted under water for 30 seconds. No harm or clinical consequences were reported for any patient, as this failure was discovered during an internal investigation of a separate complaint. The issue was found in reference samples as part of testing and was not present in distributed product.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in mexico. It was reported that the patient faced infusion set insulin leakage from the superior membrane on (B)(6) 2025. No further information available.